Event description:
It was reported that the patient received multiple inappropriate therapy. The electrogram showed what appears to be right ventricular (rv) lead pulled back. Oversensing of p wave was noted. X-ray was performed confirming the dislodgement. During the revision, the helix would not extend. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported, event of lead dislodgement, inappropriate therapy and far p oversensing was not confirmed. While the reported, event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. Visual and x-ray examination found, the inner coil inside the connector region was overtorqued. Consistent with procedural damage. After cleaning and by applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the helix mechanism issue was isolated to an overtorqued inner coil and clogged helix. Electrical testing did not find any conductor fractures or internal shorts.